Event description:
It was reported that a 63-year-old african american female who underwent breast augmentation revision with unknown mentor gel implants experienced bilateral rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient's previous set of implants was reported in a separate event under 1645337-2022-10210. See 1645337-2022-10326 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 21, 2022. The ruptures were confirmed through computed tomography. Additional information was received on october 26, 2022. In addition to the ruptures reported initially, the patient may have also experienced bilateral baker grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 5, 2023. Explant is scheduled for (B)(6) 2023. Symptoms of capsular contracture include the feeling like something is growing behind her implant. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture/rupture manufacturer¿s reference number: (B)(4).